Manufacturer narrative:
Evaluate one opened/used sensor; performed test and passed per specifications. In addition, performed the sensor initialization test, confirmed the communication was displayed and transmitter was flashing while connected to the sensor. The sensor functioned properly. We were unable to confirm needle anomaly due to customer not returning it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor on the insulin pump blinks a green light instead of having a solid green light during a set change. She changed the battery but did not correct the problem. Customer does not recall any significant events leading to the error. Troubleshooting was done for sensor. Customer's blood glucose was 208 mg/dl at the time of incident however, she woke up with blood glucose of 45 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.